Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, during fill tubing, no drops exited the tubing. Customer's blood glucose (bg) level was 600 mg/dl. Bg was addressed with manual injections. The customer completed a supply change to address the issue.